Event description:
The pt (B)(6) received an scs sys, including a single extension, on (B)(6) 2008. The pt was recently involved in an automobile accident. The impact of the accident fractured the extension. The extension was explanted and replaced. The explanted extension was returned to the MFR for analysis; however, analysis is currently in process. The results will be forwarded when available. F/u on the pt found no further issues reported.

Manufacturer narrative:
Eval method: the device history and sterilization records were received. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.